Event description:
The lateral "c" poly insert would not lock into the tibial tray. The insert was removed and the lateral "b" poly was implanted.

Manufacturer narrative:
The lateral "c" poly insert would not lock into the tibial tray. The insert was removed and the lateral "b" poly was implanted. Review of the device history record indicates that the device was mfg to spec. Eval summary: physical examination of the returned insert showed that the snap feature was damaged. The interface between the insert and tibial tray is designed to be an interference fit. When the parts are positioned and assembled properly, the insert should have material deformation in the area of interferences, mainly the central bumper area. However, for the returned insert, no deformation was observed in this area. Based on physical examination of the returned insert, it appears the insert was improperly assembled causing damage to the snap feature.